Event description:
The acetabular cup was planned to remain implanted, with only the femoral head revised.

Event description:
Scheduled revision surgery of right hip due to pain and grinding. Patient reported that he is suffering from sharp stabbing pain and grinding and this resulted in several falls. It has not been confirmed if the revision took place yet.